Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, series of non-sustained rv oversensing episodes were observed. There were instances of apparent noise that preceded r-wave in a particular signal range. Myopotential oversensing was suspected. Further testing and programming changes were recommended.